Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/27/2019. Device returned to manufacturer: yes. Device evaluation: the lens was returned for investigation and received inside a resealable plastic bag attached to a piece of medical dressing. The lens was removed from the dressing and further inspected at 12x magnification. Cosmetic damage to both sides of the optic surface were seen. A partial medial cut through the optic was also observed, made most probably to aid in explant. Due to the condition of the return, further analysis is not possible. The complaint event is not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Was submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to refractive error second to anisometropia. The patient couldn't tolerate monovision. Patient doing well post-op. No further information was provided.